Event description:
It was reported that the external pulse generator (epg) quit pacing while connected to the patient. The biomedical engineer had initially called technical support (ts) as to when the low battery was triggered and noted that the atrial (a) and ventricular (v) lights on the epg were on steady. The voltage was measured at 6.7 (v) volts. The biomedical called back and stated that a power supply with 2 amps was used and the low battery appeared at 7.4 volts and shut off at 5 volts, but stressed that was with a 2 amp power supply and not a 9 volts battery. The caller did not believe that the battery was replaced with each new patient. The patient needed compression. The epg was returned for evaluation, calibration, and repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case is dented (affecting keyboard fit). Upper and lower cases are broken and contaminated. Battery release is contaminated. One bail cover is broken. Ring, ring cover, one bail, and one bail cover are missing. The battery contacts are compressed and the keyboard is scratched. It is noted the battery received with device measured 6.96 volts (no load). (B)(4).